Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml dose not reported via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2020 it was reported that the patient had an MRI on (B)(6) 2019 and the pump was not checked post MRI. The patient was seen on (B)(6) 2020 and pump recovery showed in the logs on that date. The patient was not back in the office today to have the pump filled now that the company representative was there. The pump has not yet been filled so reservoir volume could not be confirmed (actual vs expected). Per the reporter the patient did not hear pump alarm since november. The patient reported increased pain and some sweating today since that event. No further complications were reported regarding the event.